Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during use during dwell 3 of 5. The patient was connected. The baxter technical service representative (tsr) explained the alarm and assisted the patient with ending therapy and removing the cassette. The patient stated there were unused clamps on their organizer that they did not use and were open. The tsr explained proper set up procedures to the patient and explained why they received the alarm. The patient would complete therapy via manual exchange. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the patient on (B)(6) 2011, regarding the reported se 2240. The patient stated they were able to continue therapy after starting over with new supplies. The patient confirmed they had forgotten to close one of the clamps and the hc began sucking air in through the unclamped line. The patient spoke with their nurse about the alarm and has been continuing therapy on the cycler successfully since then. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.